Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified, 95% stenosed, proximal right coronary artery. A 2.50 x 12 mm trek rx balloon dilatation catheter (bdc) was advanced with no resistance felt to the lesion, but on the 2nd inflation to 10 atmospheres, the balloon ruptured. As the lesion was sufficiently dilatated, another bdc was not needed. The procedure was completed with the successful deployment of an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.